Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec'd 7/7/2014- sales rep reported revision surgery. Patient was revised to address infection and stem loosening. The femoral stem is now being added to the complaint. Examination of the reported devices was not possible as they were not returned. A review of the DHR (device history record) for product numbers 121887350 and 136552000 lot numbers 2746221 and 2773761 found no anomalies. The search identified no other reports against the femoral stem product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update aug 22, 2017: litigation received. In addition to what was previously alleged, it alleges decreased mobility and walks in constant limp. Added complainant information. This complaint was updated on aug 28, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update sep 25, 2017: pfs and medical records received. After review of medical records, there is no new information. This complaint was updated on: oct 23, 2017.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Sales rep reported revision surgery. Patient was revised to address infection and stem loosening. The femoral stem is now being added to the complaint.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf and medical records received. Pff alleges dislocation and infection. After review of medical records for the MDR reportability, there is no revision notes provided. Added cup to the complaint fro the alleged infection. It was also indicated in the medical records, that on (B)(6) 2014, patient underwent reimplantation of a dislocated antibiotic spacer.